Event description:
Plaintiff alleges from suffering from type-1 latex allergy from her exposure to latex gloves. She alleges suffering from allergic rhinitis, hives, chest tightness, shortness of breath, wheezing, systemic asthma and urticaria. She alleges further that she must live her life in constant vigilance for the presence of latex products. Plaintiff's husband alleges the loss of consortium of his wife.